Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly. The customer¿s blood glucose was 167 mg/dl at the time of incident. Customer stated that the insulin pump act button was unresponsive. Keypad anomaly troubleshooting was performed and confirmed that time is advancing. Customer also reported damage to the insulin pump end cap. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Unit had unresponsive act button due to unlocked lcd keypad connector. Unit had minor scratched lcd window, cracked lcd window, cracked battery tube threads, cracked reservoir tube lip, cracked case at display window corners, detached end cap, stained address/serial number label and missing end cap sticker.